Event description:
It was reported that the ICD system exhibited high out-of-range shock impedance, frequently greater than 200 ohms. Both the rv coil to ra coil and ra coil to can vectors measured greater than 200 ohms, while the rv coil to can configuration measured 60 ohms. It was also noted that the rv lead exhibited noise and frequent low pace impedance measurements of less than 200 ohms. The noise was reproducible on both the rv and shock channels. The ICD system was programmed in the rv coil to can configuration and technical services discussed further troubleshooting. No accidents, falls, procedures were known to have occurred that could have influenced the measurements. Additional information received indicated that the patient expired during an rv revision/explant procedure performed on (B)(6) 2024. It was stated that the physician did not feel that the device or procedure contributed to the patient's death; however, no further details were provided. The lead was retained by the facility and is not expected to be returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances measuring below 200 ohms as well as noise on the right ventricular (rv) lead channel. Technical services (ts) was consulted and troubleshooting options were discussed. No adverse patient effects were reported. This system remains in service.